Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system port where the needle was pulled out. The following information was provided by the initial reporter: "the port where the needle is pulled out of, started leaking blood as soon as the needle was removed. Blood is never supposed to come out of this port as it should be sealed when the needle comes out."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be confirmed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system port where the needle was pulled out. The following information was provided by the initial reporter: "the port where the needle is pulled out of, started leaking blood as soon as the needle was removed. Blood is never supposed to come out of this port as it should be sealed when the needle comes out."